Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The customer received a replacement device and this device was archived by stryker. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation stryker observed the device would not complete the boot up cycle. The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed.